Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet attempted to correct a high blood glucose of 591 mg/dl by initiating 3¿4 meal announcements, which was improper use of the system and involved the user interface; education was provided not to use meal announcements as corrections and the risks of maladaptation were explained. Symptoms included no clinical signs or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, specifically an improper or incorrect method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.